Event description:
A 18 gauge catheter was either sheared or broken at the hub. The catheter piece was located in the pt's antecubital area. A cutdown procedure was performed and the cathter piece was retrieved.